Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was indicated that an adult patient is using a pediatric receiver, which is off-label usage of the device. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.